Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present (cuff miss) when the plunger was removed¿ and foot separation were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was no suture present (cuff miss) when the plunger was removed from the first prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the tavi was completed. Hemostasis was achieved with the pre-placed prostyle sutures. It was then noticed that one foot was missing from the distal part of the prostyle device that had the cuff miss. The physician was informed of this and it was suggested to perform a computed tomography (CT) scan to confirm the missing foot did not remain in the patient; however, no additional imaging was performed. Although the location of the missing foot cannot be confirmed, the patient was successfully treated. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.